Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, both the reported devices (powered stapler and circular stapler) were functioning as per usual without any issue in a laparoscopy anterior resection procedure, in which the devices were used in the firing of the rectum and circular anastomosis of rectum stump and the sigmoid. Leak test was performed intra-operatively with no bubble presented. However, the patient presented with post-op leak after 3 days, with fever and the patient was unwell. Re-operation was scheduled on day 4 in which wash out, repair of leak site (media of the posterior side of the rectum anastomosis site) and temporary colostomy were performed. The surgical time was extended by more than 30 minutes. The incision was extended by more that 1 inch due to the product problem. The event lead to extended patient hospitalization in which the patient stayed for 1 more week due to infection.